Event description:
A customer in (B)(6) notified biomérieux of a misidentification of shigella sonnei (neqas distribution 4486, specimen 5012) as pluralibacter gergoviae in association with the vitek® 2 gram negative (gn) identification (ID) test kit. The identification to shigella sonnei was confirmed via vitek ms testing followed by shigella latex.. There was no gn ID repeat testing for this neqas strain. The customer stated that there was no adverse impact to any patient's state of health; the neqas strain was not directly associated with any patient. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a misidentification of shigella sonnei (neqas distribution 4486, specimen 5012) as pluralibacter gergoviae in association with the vitek® 2 gram negative (gn) identification (ID) test kit. The submitted strain was subcultured to cba agar (cos biomerieux) and testing included vitek 2 gn cards from the customer's lot (2410734103) and a random lot (2410833203), as well as api® 20e strip. The gn ID cards gave an excellent identification to shigella sonnei (99%) on both lots tested. The api 20e strip gave a very good identification to shigella sonnei (99.1%). Examination of the customer's biochemical reactions from their submitted misidentification lab report showed one discrepant positive urea reaction in comparison to the gn ID card's knowledge base for shigella sonnei. An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up error. Conclusion : in-house, the customer misidentification to pluralibacter gergoviae is not reproduced and the correct identification to shigella sonnei, expected by the neqas, is obtained whatever the product tested. Vitek 2 gn lot #2410734103 met final qc release criteria and passed qc performance testing.